Manufacturer narrative:
(B)(4).

Event description:
(Os 19.357). The dentist reported the non osseointegration of two dental implants cm titamax implant 5.0x8 mm, but did not provide any other information about the case.